Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to low out of range pacing impedances, measuring less than 200 ohms. This was the second time a lss had occurred. The patient's ra lead was a non-boston scientific product. It was noted after the lss occurred the ra lead exhibited noise and oversensing due to the unipolar configuration. The patient received inappropriate atrial tachy response (atr) due to the noise and oversensing. Boston scientific technical services (ts) recommended programming a fixed sensing floor higher than the noise to prevent the device from tracking the noise and declaring inappropriate mode switches. This pacemaker system remains in service. No adverse patient effects were reported.